Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "imperfection in balloon due to process ". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The instructions for use were found adequate and states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Directions for use: insert catheter two more inches and inflate catheter balloon. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Note: use of less than 10cc can result in asymmetrically inflated balloon once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck". The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Returned

Event description:
It was reported that the foley catheter was inserted and then fell out of spino ortho case patient during procedure. Stated that new foley catheter was inserted. Also foley catheter was inserted in a patient and fell out during procedure. It was prone spine case and foley was inserted with urology assistance with cystoscopy and urethral dilation under fluoroscopy, the patient need to be flipped back supine to reinsert, it was a 2 hours delay in starting actual case. A foley catheter was placed in a prone spine case patient before procedure and it fell out but foley catheter was not inserted after it fell out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that the foley catheter was inserted and then fell out of spino ortho case patient during procedure. Stated that new foley catheter was inserted. Also foley catheter was inserted in a patient and fell out during procedure. It was prone spine case and foley was inserted with urology assistance with cystoscopy and urethral dilation under fluoroscopy, the patient need to be flipped back supine to reinsert, it was a 2 hours delay in starting actual case. A foley catheter was placed in a prone spine case patient before procedure and it fell out but foley catheter was not inserted after it fell out.